Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. There were no signs of irregularities on the device header and body, and the header was firmly bonded to the device body. The device setscrews were returned in the retracted (up) position, and moved freely up and down using the appropriate torque wrench during laboratory analysis. Testing and analysis verified that the leaf spring contacts of the rv ring were within specification. Review of the stored device data confirmed that high rv lead impedance measurements were recorded over a two-month period that coincided with the clinical observations. The device was connected to electrical resistances of known value to test the rv and shock impedances; the resulting measurements were normal. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.

Event description:
Boston scientific crm received information that another manufacturer's right ventricular (rv) lead and this device were associated with a remote monitoring alert for a high out-of-range pace impedance measurement. A boston scientific field representative and a boston scientific technical services consultant (ts) discussed that the lead measurements had been normal and stable, and then began trending upward for about six weeks before the out-of-range measurement. There were nonsustained episodes with noise. Subsequently, a health care provider (hcp) reported the device would be programmed off due to inappropriate shocks while the rv lead was evaluated. The entire system subsequently was explanted and replaced, with no report of adverse patient effects.

Event description:
--

Manufacturer narrative:
The device is to be returned for analysis. This report will be updated if additional information is received.